Event description:
The patient went to urgent care on (B)(6) 2019 with concerns that his right chin incision site was infected. The site was erythematous and oozing pus-like drainage. The patient was treated with mupirocin ointment and bactrim. The patient was seen again on (B)(6) 2019 with no further tenderness or drainage.